Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the reported drain complications the patient encountered during treatment which resulted in supplemental hd treatment. There is no documentation to show what the specific drain issues were as the patient did not contact technical support. The patient was completing in-center hd treatments in place of pd therapy and was at dry weight leaving the last treatment on (B)(6) 2019. The cause of the patient¿s cardiac arrest is unknown. Based on the limited information it cannot be determined if the liberty select cycler caused or contributed to the patient death.

Event description:
A peritoneal dialysis (pd) patient was having issues with the cycler over the weekend (B)(6) involving unspecified alarms and drain difficulties. No treatment was performed after sunday, (B)(6). The patient has expired. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient expired on (B)(6) 2019. The pdrn stated that the patient was having drain complications on (B)(6) and only completed 1 exchange in each treatment. The patient filled with 2000ml and only drained approximately 1000ml. The patient was seen on (B)(6) 2019 at the clinic for in-center hemodialysis (hd) which was completed with no issues. The patient had a fistula access. The patient left the center at dry weight (unspecified). The patient was scheduled for another in-center hd treatment on tuesday, (B)(6) 2019. The pdrn stated that the patient was unable to make the in-center visit on tuesday due to a family visit. The pdrn stated that the patient seemed well that evening. The patient¿s son also stated that the patient was not in any distress. The patient was found the next morning in cardiac arrest (ventricular tachycardia) and was transported via emergency medical services (ems) to the hospital where the patient was pronounced dead. The pdrn stated that the patient was not showing any signs of fluid overload or distress and that the cause of the drain complications was unknown. The patient¿s liberty select cycler is at the dialysis center.